Event description:
It was reported that the collimator on the 9800 system intermittently closes down during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The interconnect cable, fluoro functions board, and system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.